Event description:
The initial immulite 200 testosterone results on a pt sample were elevated. A new sample was drawn from the same pt and the testosterone results were low. The physician requested a retest; both the initial sample and the second sample were repeated with high testosterone results. Because the pt has polycystic ovary syndrome, the higher results were correct. There was no report of adverse health consequences due to the discordant testosterone result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and completed performance service. Analysis of the instrument and instrument data indicate the cause for the discordant testosterone result is unk. The instrument is performing within specifications. No further evaluation of the device is required.